Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the device (needle - 25mm) was impossible to separate from the guide needle, so it was impossible to connect the tube. The process was repeated in another site.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation and no inventory from this lot was available for testing. Based on the available information, the complaint could not be confirmed and no root cause determined. As a preventive action , teleflex has made the supplier aware of the reported issue.

Event description:
The customer alleges that the device (needle - 25mm) was impossible to separate from the guide needle, so it was impossible to connect the tube. The process was repeated in another site.